Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and under delivery. The customer¿s blood glucose was 500 mg/dl at the time of the incident. It was reported that the customer had insulin flow block alarm and that is why they had under delivery. It was reported that the rewind insulin pump and it works for a bit then gets same alert. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.